Event description:
Reporting status: serious injury/required intervention. Reporting rationale: restenosis requiring intervention. Device issue: no device malfunction has been reported. It was reported via a trial that the pt underwent stenting of three saphenous denovo vein grafts with a total of three xience v stents. The first and last svg was direct stented while the second svg was pre-dilated. In 2009, the pt was seen by the physician with complaints of exertional chest pain that started about two weeks prior. A functional ischemia study was performed 3 days after seen the physician, which was positive. The pt was hospitalized 4 days later, for a repeat cardiac catheterization which revealed 95% restenosis of the sequential to svg to pda. An unk des stent was implanted to four unk vessels as treatment. There is no additional info available.

Manufacturer narrative:
The other (2) xience v are being filed under the same manufacturer report number.